Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The pump passed idle current test and run current test. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker, stained address/serial number label and address/serial number label peeling/damaged.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 124mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.